Event description:
Information was received indicating that a smiths medical cadd administration set tubing was leaking near where it connects to distal end of cassette. No patient consequences were reported. No adverse effects were reported.